Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding / abnormal bleeding (general)") and dermoid cyst ("tumor / teratoma / cancer type: dermoid cyst") in a 31-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, groin strain (approximate date of treatment (B)(6) 2015), headache since (B)(6) 2015, fibromyalgia since 30(B)(6) 2015, post spinal headache (approximate date of treatment (B)(6) 2015), word finding difficulty (approximate date of treatment (B)(6) 2015), neck pain (approximate date of treatment (B)(6) 2015), speech disorder (approximate date of treatment (B)(6) 2015), abdominal pain (approximate date of treatment (B)(6) 2015), ovarian cyst (approximate date of treatment (B)(6) 2015), pain in hip (approximate date of treatment (B)(6) 2015), spondyloarthropathy (approximate date of treatment (B)(6) 2015), palpitations (approximate date of treatment (B)(6) 2015), right lower quadrant pain (approximate date of treatment (B)(6) 2015), groin strain and post spinal headache. Concomitant products included lorazepam (ativan) from 2014 to 2015 for menopausal symptoms aggravated as well as ciclosporin (restasis) from 2016 to 2017, cyclobenzaprine hydrochloride (flexeril) since 2015, duloxetine hydrochloride (cymbalta) since 2015, estradiol (divigel) from 2016 to 2017, ibuprofen from 2013 to 2016, norethisterone (mini-pill) from (B)(6) 2007 to (B)(6) 2007 and vicodin (norco) since 2016. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2008, the patient experienced weight increased ("weight gain / loss specify which one: weight gain"). In 2009, the patient experienced pruritus ("rashes or skin conditions- type: itching"), rash ("rashes or skin conditions- type: skin rash"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2011, the patient experienced pelvic pain ("pelvic pain/pain"). In 2013, the patient experienced generalised anxiety disorder ("anxious / psychological or psychiatric problems condition: generalized anxiety disorder") and anxiety ("psychological or psychiatric problems condition: generalized anxiety disorder"). In 2014, the patient experienced menopausal symptoms ("hormonal changes describe: menopause symptoms") and vaginal discharge ("vaginal discharge"). In 2015, the patient experienced dermoid cyst (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), depression ("depressed"), menstrual disorder ("abnormal menses"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dry eye ("vision/eye problems type: dry eye problem"), fatigue ("fatigue"), adenomyosis ("other injury(ies) or complications please describe: adenomyosis"), alopecia ("hair loss"), arthralgia ("joint pain") and skin discolouration ("skin discoloration"). The patient was treated with surgery (full hysterectomy and salpingo-oophorectomy with removal of the essure devices). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the genital haemorrhage, dermoid cyst, depression, menstrual disorder, menopausal symptoms, pruritus, rash, female sexual dysfunction, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, dry eye, fatigue, weight increased, adenomyosis, alopecia, vaginal haemorrhage and menorrhagia outcome was unknown and the pelvic pain, generalised anxiety disorder, arthralgia, skin discolouration and anxiety had resolved. The reporter considered adenomyosis, alopecia, anxiety, arthralgia, depression, dermoid cyst, dry eye, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, generalised anxiety disorder, genital haemorrhage, menopausal symptoms, menorrhagia, menstrual disorder, pelvic pain, pruritus, rash, skin discolouration, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion; on an unknown date: confirmed proper placement and full occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events added from pfs- pain, hormonal changes describe: menopause symptoms, abnormal bleeding (vaginal),abnormal bleeding (menorrhagia), allergic or hypersensitivity reaction type: itching; rashes,skin discoloration, apareunia (inability to have sexual intercourse), rashes or skin conditions type: itching; rashes, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), joint pain, tumor / teratoma / cancer type: dermoid cyst, vaginal discharge, vision/eye problems type: dry eye problem, fatigue, weight gain / loss specify which one: weight gain, other injury(ies) or complications please describe: adenomyosis, hair loss. Concomitant disease added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), depression ("depressed"), anxiety ("anxious") and menstrual disorder ("abnormal menses"). The patient was treated with surgery (full hysterectomy and salpingo-oophorectomy with removal of the essure devices). Essure (ess205) was removed in (B)(6) 2016. At the time of the report, the genital haemorrhage, depression, anxiety and menstrual disorder outcome was unknown. The reporter considered anxiety, depression, genital haemorrhage and menstrual disorder to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed proper placement and full occlusion. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.